Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating event date for this event and indicating that there was no patient involved in this event. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Visual inspection found that during power up, the pump exhibited "cassette not attached properly" alarm. Further investigation of the pump determined that a faulty latch lock optic switch was the root cause of the reported issue. The latch lock optic switch will be replaced. Based on the evidence, the complaint was confirmed. The problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was giving cassette alarm. No adverse effects reported.